Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2009. 37612 dbs ipg; 3708660 neuro extension; 3708660 neuro extension implanted: (B)(6)2018. 3389s-40 dbs lead; 3389s-40 dbs lead implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting reduced r-waves. The rv lead was reprogrammed and remains in use. The patient is part of the pan cvg clinical study. No patient complications have been reported as a result of this event.